Event description:
Inline suction catheter (trach care closed suction system) was being used on ventilated patient. The thumb valve became stuck and caused a low tidal volume alarm from ventilator due to malfunction of suction catheter. Removed from service, no pt. Harm.